Manufacturer narrative:
Troubleshooting activities determined the room was rebooted to resolve the issue. No further assistance was required, case was closed. The navicare® nurse call¿ (nnc) system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. Although there was no injury associated with this event, if the reported issue were to recur it could lead to injury or death. Therefore hillrom is reporting this complaint.

Event description:
Hillrom received a report from a hillrom technician stating the bed exit alarm does not show at grs10 and zone light . There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).